Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, 38.0 mg/ml concentration at 7.00 mg/day dose , lioresal (baclofen), 2-875.0 mg/ml concentration at 529.6 mg/day dose and hydromorphone, 38.0 mg/ml concentration at 7.00 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient alleged the pump was alarming or beeping. Patient stated he recently moved and was between pain management healthcare professionals (hcp) and stated his pump had been alarming for 3 days. Patient stated his previous pain management hcp had changed his reservoir from 2 to 1 "so I have less medication in my pump before it alarms". Patient stated his pump was set to alarm at 2 ml and the pump was at 1ml. Patient called to ask what damage to the pump would be if he did not have it filled right away. Patient mentioned there was only one hcp in the area that he found on the manufacturer website that dealt with the pump and he had been in contact with them since october trying to get in for an appointment. Patient stated he was at another hcp on the day prior to this report date who again sent the pain management hcp a referral. The sound was consistent with pump alarm. Patient confirmed a single tone alarm every hour and a half. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient still had not found a healthcare professional (hcp) who would take the patient. The pump had not been refilled. Patient's weight was 134 at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp). The patient would like to have the pump alarm silenced so that it does not sound at night when he was trying to sleep. The alarm was going off every 10 minutes since they have not found someone to manage the pump. The patient¿s primary care doctor (pcp) requested to have the representative turn off the alarm. The patient had difficulty securing a doctor as the previous doctor was not releasing his records. The pcp had done six referrals and has been turned down by six different doctors.